Event description:
Information was received by the manufacturer representative regarding a trial patient. It was reported that the patient experienced bodily injury during the implant procedure. Function of the device was good and devices were in good condition. Loss of reflexes in lower extremities and paralysis occurred, the patient is disabled in a wheelchair. The therapy was turned off and the trial did not conclude due to the patient¿s clinical condition. Issue did not resolve. Permanent injury occurred. Additional information received reported that the lead was removed. The physician was investigating the cause, but none of the devices used in the surgery presented any problems. Impedances were in normal range. Nothing more will be done to try to resolve the issues.

Manufacturer narrative:
Continuation of d10: product ID 977d260, implanted: (B)(6) 2023, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: screening device. Product ID: 977d260, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had two trial leads that were explanted on (B)(6) 2023.